Event description:
A patient was intubated with an endotracheal tube from a package labeled size 3.0. The actual size was 2.5. The patient was noted to have a large air leak requiring them to be reintubated with the correct 3.0 size ett.